Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system underwent a surgical procedure. The health care professional requested review of an episode stored during the procedure. Technical services (ts) advised there is noise observed from the procedure that is oversensed. Oversensing of noise resulted in pacing inhibition of greater than two seconds. Ts advised it appears as though the magnet was not correctly placed at the beginning of the procedure. Expected magnet function can be observed later in the episode. This pacemaker remains in service. No additional adverse patient effects were reported.